Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a piece of plastic-like foreign matter was observed in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip when attempting to draw up insulin. The following information was provided by the initial reporter: "customer reported viewing a long hard piece of plastic in her syringe when attempting to draw insulin up last week."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that a piece of plastic-like foreign matter was observed in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip when attempting to draw up insulin. The following information was provided by the initial reporter: "customer reported viewing a long hard piece of plastic in her syringe when attempting to draw insulin up last week."